Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received confirming that this lead also experienced high impedances prior to explant. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to physical damage to the insulation and conductor from clavicular crush. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. This lead was subjected to and failed resistance testing. No other tests were performed. X-ray confirmed that there were two outer coil fractures.